Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. The device had not yet reached elective replacement indicator (eri). No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.